Event description:
It was reported that during an upgrade procedure, fluoro- scopy revealed that the cabling had come through the outer insulation. The lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received.